Manufacturer narrative:
According to the operator manual, it is responsibility of the user to ensure that the patient hand grips are in correct position and do not stand in the way of the detector moving up or down. In the reported event, the operator did not swing the handgrip to the side as advised in the manual. Therefore, when the scoli exam was started, the hand grip was not in proper position, which led to the hand grip hitting the wall stand workstation and dislocating. The stretch grip was checked by siemens local service and found to be within specifications. The multix impact c system works as intended. Siemens is not aware of any similar incidents in the field. Internal ID # (B)(4).

Event description:
Siemens became aware of an incident that occurred on the multix impact c device. When the x-ray technician was preparing for a scoli series examination at the wall stand, he neither removed the stretch grip nor checked whether the overhead hand grip was firmly attached to the wall stand. As the examination began, the stretch grip caught the top of the multi purpose ortho stand causing the handle to become loose and fall forward. The part fell but missed the patient. There are no injuries attributed to this event.